Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was broken and reservoir could not stay in place. Customer was using an old insulin pump due to misplacing newer insulin pump. Customer's blood glucose was unknown. Troubleshooting could not be performed as customer disconnected call.